Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel confirmed this condition as a battery depleted set alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).